Event description:
It was reported that "on march 4, 2026 the bolt which stabilized the left front wheel assembly on the rollator cracked, leaving part of the bolt still lodged within the rollator tube while the other part of the bolt attached to the wheel assembly making the unit unusable."

Manufacturer narrative:
It was reported that "on march 4, 2026 the bolt which stabilized the left front wheel assembly on the rollator cracked, leaving part of the bolt still lodged within the rollator tube while the other part of the bolt attached to the wheel assembly making the unit unusable." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.